Manufacturer narrative:
The initial report indicated adverse event and product problem which has been change in this report to adverse event only. The previously applied device code (B)(4) was replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The physician who initially reported the event was clarified. The company representative was notified of the event on (B)(6) 2019. The patient first started experiencing the cerebrospinal fluid leak shortly after implant. The date (B)(6) 2019 is considered an approximate date of event (year known only). Diagnostic testing / troubleshooting performed including results were unknown. The cause of the csf leak was unknown. Regarding actions/interventions taken to resolve the issue, it was noted that the catheter remains intact and the physician had sewed tissue over the leak area to secure / close it. Regarding if the csf leak was resolved, it was noted that this was to be determined. No device was to be returned to the manufacturer as all existing devices remained intact and no devices were explanted during the revision surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that a cerebrospinal fluid (csf) leak occurred. The date of the event was not reported. A revision surgery occurred on (B)(6) 2019 to address the leak. The patient was without injury regarding their status at the time of the report. It was noted that the patient¿s medical history was requested but would not be made available. No further patient complications have been reported as a result of this event.